Event description:
Customer reported the system is locking up, requiring a reboot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The interconnect cable was replaced as a precautionary measure. System operates as intended.